Event description:
The customer reported that the system displayed intermittent communication errors requiring the system to be shut down in order to recover system functionality. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply was replaced. The system was then found to be operating as intended.